Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient had adaptive stimulation and today they noticed that the stimulation seemed to be shutting off when they changes positions from sitting to lying down. The patient verified that stimulation was on and they were fully charged. Increasing or decreasing stimulation did not resolve the issue during troubleshooting. The patient wanted to see a manufacturer representative to program them. This was a sudden loss of stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.